Event description:
Event description guidant received information that after being in service for two weeks, this right ventricular lead exhibited loss of capture. The patient was symptomatic as she experienced left sided chest pain beneath her breast. An exhocardiogram was performed, verifying a small pericardial effusion. The lead was then successfully repositioned.